Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic after receiving a vibratory notification for non-sustained rv oversensing episodes. A potential myopotential oversensing was observed on previous remote transmission. The device was reprogrammed and remains implanted.